Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a peritoneal tear coincident with peritoneal dialysis (pd) therapy. It was reported the event was a "peritoneal tear pushing fluid to lungs". The cause of the event was not reported. It was reported the patient was hospitalized for the event. Treatment was not reported. At the time of this report the outcome of the event was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. No issues were found that could be related to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.